Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex. The protective sheath was removed and the stent delivery system was delivered to the lesion; however, on angiography, the stent was not mounted on the balloon. The protective sheath was checked and the stent implant was found to be inside the protective sheath. No substantial force was applied and no resistance was felt during removal of the protective sheath. A new xience xpedition stent delivery system was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. The device was returned for evaluation. The stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.